Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, and the reported elevated ldh could not conclusively be determined through this evaluation. Additional information indicated that a detailed account of the patient¿s medical history was not possible. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested regarding gi bleed. No information was received yet. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient was admitted due to an lactate dehydrogenase (ldh) of 1178 u/l. The patient was administered angiomax and tirofibrin until the ldh was noted to be less that 700 u/l. On (B)(6) 2019, the patient's ldh was noted to be 900 u/l. The patient was not a candidate for a pump exchange due to tpa and gi bleeding history. No further information was reported